Event description:
The physician experienced what he called "drift" after registration. As he navigated to the lesion, he felt the accuracy drifted or changed. He pulled back to the main-carina and the visual verification was off, causing him to re-register. After re-registering, the system was accurate and he completed navigation without issue. The case was completed and there was no harm or injury to the pt.

Manufacturer narrative:
It was reported that the physician has since performed many cases after the middle of november and has not experienced this same issue. At this time, no further actions will be taken.